Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and during ablation, the message ""stop reason : pump - high flow mismatch"" was displayed and ablation stopped. About 45 minutes after catheter use, during right pulmonary vein (rpv) ablation. The medical team routed the ngen pump tubing and the procedure was continued. The procedure was completed without any problems. After the left pulmonary vein ablation, char was confirmed when the inside of the sheath was aspirated. The timing was about 30 minutes after the start of the catheter use. It was inferred that the char probably adhered to the tip electrode of the qdot micro catheter and fell off when the qdot micro catheter was removed from the sheath. After wiping off the tip of the qdot micro catheter and re-aspirating the sheath, it was confirmed that there was no more char, the procedure was continued. The procedure was completed without any problems. The char that'd fallen off the electrode tip (and was visually present inside of the sheath) is MDR-reportable.

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no residues of thrombus / clot attached to the electrodes. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 30930204l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).